Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a cranial tumor surgery, it was observed that the attachment device would not lock onto the motor device. As a result, there was a five minute delay in the surgical procedure. An identical spare device was available for use to complete the procedure successfully. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing stack screw was not secured. Therefore, the reported condition was confirmed. It was determined that no loctite was applied to the threads of bearing stack screw and the thread ring. It was determined that the loose components exhibited no evidence of loctite adhesive, suggesting that the original assembly adhesive had not been properly applied during manufacturing. The assignable root cause was determined to be due to disassembly during manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.